Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct300 26.0 diopter, was performed on the left eye of a female patient because the surgeon's original calculations for lens power were incorrect. The surgeon inserted the same model but 21.0 diopter as the replacement lens. Patient is fine. No additional information was provided.

Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection with the unaided eye shows that the lens is cut in half, most probably to make removal and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.